Manufacturer narrative:
Device history summary: we have reviewed the device history records for the syringes and needles used and all dimensional requirements were met. During review of the device history records, no deviations were noted. Based on the review of the device history records, we find no assignable cause for this complaint. If you have any questions, please feel free to contact us.

Event description:
During treatment with zyderm 1, the needle disengaged and product was lost. There was no injury to the pt or to the injector.